Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the cartridge and pneumatic tap area, but the issue remained unresolved when the call was disconnected. Technical support attempted a follow-up via email and decided to close the case after determining no further action was necessary.